Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
Allergan aesthetics received a report of a patient who was treated with coolsculpting to the outer thighs using the coolsmooth pro applicator. The right outer thigh feels hardened compared to the left outer thigh, harder than before treatment. The area appears to be enlarged in the shape of the applicator. The provider feels the patient has developed paradoxical hyperplasia but is unsure since the patient was treated with the flat applicator.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the right outer thigh on (B)(6) 2020 using the cooladvantage coolsmoothpro system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
Additional data: a2 a4 a6(white) b5 d4. Changed data: d1 d8 d9 g1 g4 h6.